Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. The catheter was returned in two segments. The catheter appeared to have been intentionally cut by a sharp instrument. A valved infusion cap was returned attached to the hub. Evidence of use was present within the device. The catheter was observed to be narrow at the 12 cm depth marker which suggest it was exposed to tensile forces. The sample was flushed with water and a leak was observed at the 2 cm depth marker. Microscopic observation revealed a hole in the catheter at the 2 cm depth marker. A circumferential crease was located at the location of the hole. Manipulation of the catheter revealed it to preferentially kink at the crease location. The characteristics of the leak suggested the damage was caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recs2176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that staff reported leaking from the PICC while under infusion using alaris gp pump, rate of infusion not known. A small hole was noted to be where the leak was coming from, under the dressing but outside the insertion site. Once leak identified, PICC was replaced using ¿over the wire¿ technique and line forwarded for assessment to cause of leak. Insertion date: on (B)(6) 2019 replaced as described on (B)(6) 2019. Line was in use for fluid infusion only, no meds involved.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that staff reported leaking from the PICC while under infusion using alaris gp pump ¿ rate of infusion not known. A small hole was noted to be where the leak was coming from, under the dressing but outside the insertion site. Once leak identified, PICC was replaced using ¿over the wire¿ technique and line forwarded for assessment to cause of leak. Insertion date ¿ (B)(6) 2019 replaced as described ¿ (B)(6) 2019. Line was in use for fluid infusion only, no meds involved.